Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complete heart block event resolved with sequelae.

Manufacturer narrative:
Updated data: h6. Product analysis: as the suspect device remained in the patient a return product analysis could not be performed. Conclusion: the reported event is inconclusive/undetermined. An effective investigation was not possible as insufficient information was provided to identify the failure mode. There was no information to indicate the event was potentially related to a manufacturing issue. Therefore, no review of the device history record was required. Conduction disturbances are known potential adverse effects per the device instructions for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve, diagnostic tests identified complete heart block (chb). Prolonged hospitalization was required. Two days later a permanent pacemaker was implanted for the chb and resolved the chb. Per the physician, the chb had a causal relationship with the valve implant procedure but was not related to any of the devices.

Manufacturer narrative:
Continuation of d10: product ID: unknown; product lot/serial number: unknown; product type: delivery catheter system; implant date: na; explant date: na product ID: unknown; product lot/serial number: unknown; product type: compression loading system; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve, diagnostic tests identified complete heart block (chb). Prolonged hospitalization was required. Two days later a permanent pacemaker was implanted for the chb and resolved the chb. Per the physician, the chb had a causal relationship with the valve implant procedure but was not related to any of the devices.